Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The clinic manager (cm) confirmed the reported event during followup and provided additional information. The event occurred approximately 10 minutes after the initiation of treatment. The blood leak was visually observed coming from the header of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 800 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: h6 (device component code) plant investigation: the complaint sample not returned to the manufacturer. However three photographs of the sample were provided. The first photograph shows the product label of the dialyzer set on a biohazard disposal, there is blood on the label. The second photograph shows the same dialyzer from a different angle. There appears to be blood in the threads of the header on the top side of the label. The third photograph shows blood on the floor and on the bottom of the machine. There was no visible damage on the dialyzer or a source/cause for the blood leak. The leak is confirmed through evaluation of the provided photographs; however, the cause cannot be determined from the media and without evaluation of the sample. The potential cause of an internal and an external blood leak to occur is an incomplete seal in the potting material. There may be separate causes of the internal and external leak as well such as broken fibers or a cracked header cap. The probable causes for damaged/broken fiber(s) or an incomplete seal in the potting material may be manufacturing related and rough handling may cause physical damage to the dialyzer housing and header caps. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The clinic manager (cm) confirmed the reported event during followup and provided additional information. The event occurred approximately 10 minutes after the initiation of treatment. The blood leak was visually observed coming from the header of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 800 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: b5 (patient's estimated blood loss).

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The clinic manager (cm) confirmed the reported event during followup and provided additional information. The event occurred approximately 10 minutes after the initiation of treatment. The blood leak was visually observed coming from the header of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 600 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.